Event description:
It was reported that the patient developed an infection following the use of the pump for a rib fracture on in 2009. This was the fourth pump that was connected to this patient. It was stated that the patient's condition was good.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was received for investigation and evaluation. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. From facts gathered during the investigation, the following information has been confirmed: the physician uses the I-flow catheter with multiple pumps. The pump is reported to be changed only by the dr, using sterile technique. This information confirms that multiple pumps were used with one catheter. This is contrary to labeling for the product and the directions for use (dfu) (1304266, rev. F) states "remove catheter as soon as infusion is complete to reduce risk of infection and difficulty removing catheter. Multiple meetings and telephone conferences have been conducted with this physician, and the following action items have been developed: the three main steps were outlined to reduce/alleviate the infection risk: using larger (600ml) pumps to prolong therapy without changing the reservoir; silver coated tega-derm; and home health nursing care for dressing changes. With the actions taken, the occurrence of infection should decrease or be alleviated for this physician. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.